Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The stapler instrument was found to have lodged staple at the I-beam assembly. There was no visible damage to the instrument. There was a staple lodged within the I-beam display window. The staple was removed and the I-beam was extended. There were small material pieces found in the I-beam that resembled pieces of a green reload. There was also an unidentifiable small black piece found in the I-beam as well. The instrument was found to have repeated clamping failures within a single install based on log review. The instrument was functionally tested on an in-house system and achieved adequate compression on a test foam with both a black and green reload installed. The instrument was found to have two firing failures based on log review which were not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam twice, using an in-house green and black reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of dsp logs confirmed two firing failures. Root cause is attributed to component susceptibility to damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument would not open or fire. No fragments fell inside the patient. The user completed the procedure and no known impact or patient consequence was reported.